Event description:
It was reported the patient was no longer receiving effective stimulation. The patient reports he has good stimulation coverage, but the intensity has decreased. The patient is requesting his ipg to be replaced with a new one.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.